Event description:
The customer reported that within 10 minutes she obtained blood glucose readings of over 400 mg/dl and 109 mg/dl with the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. No in-house testing could be performed with the in-house samples, as the lot # of the strips associated with the event was not provided. Therefore, a device history record was reviewed for the suspected contour next meter with serial # (B)(6), and no manufacturing anomalies were found.